Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076-45 lead, implanted (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing due to electromagnetic interference (emi) on episodes dated (B)(6) 2014.

Event description:
It was reported that the device stored non-sustained tachycardia (nst) episodes that were due to the patient's exposure to 60-cycle electromagnetic interference (emi). The sources of the emi were identified and corrected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.